Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. The product sample was returned to the site for analysis and investigation. One portion of a palindrome catheter and a sealed kit for the product ID (B)(4) were received, the catheter did not reveal signs of use. Visual inspection was performed and it revealed that the arterial adapter does not have the circular form on the distal end; instead it has an oval form. Also it was observed there are marks on one side of the thread pitch area of the arterial adapter; these marks indicate that apparently a mechanical force was applied. In addition, there was residue of a plastic blue material found in the area where the marks were observed. A picture was also provided and according to the photo it was observed that the arterial adapter does not have the circular form. The complaint description mentioned that the device was used, however the sample evaluation found no signs of use in the sample. Additionally marks were observed just on one side of the adapter, the other side of the adapter did not show any kind of mark. There is no evidence that could indicate that the customer could have caused this issue since the catheter did not present signs of use. The most possible root cause is that the adapter was received from the supplier and this issue was not identified during the manufacturing process of the catheter. The operator failed to follow process and inspection procedures. Manufacturing performs 100% inspection for adapters per procedure and qa in-process inspection. Based on the available information, it can be concluded that a defective adapter was received from the supplier and this issue was not identified during the manufacturing process of the catheter. A supplier corrective action request (scar) and corrective and preventive action (CAPA) was opened to addresses this event. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the incident date is between (B)(6). The customer stated that failures in products were found when connecting the arterial adapter to the dialysis machine. The arterial adapter does not have the circular form for the perfect fit in the dialysis machine. One catheter was inserted in a patient and had to be changed on the second post-op day because the dialysis could not been conducted.